Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the ultra fast-fix t2 fell off from the inserter when deployed. The t1 was already anchored secured in the patient, but the t1 was removed from the patient with tweezers. The procedure was completed using a s+n backup device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The t1 was returned off the needle with a partial suture. The t2 was not returned. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended inappropriate or excessive force allowing the device to prematurely deploy. Based on this investigation, the need for corrective action is not indicated.